Manufacturer narrative:
The reported problem could not be verified. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare plum pump sets is approximately 0.14/million sets.

Event description:
Overdelivery reported. The pump was set to infuse cytoxin 1920 mg/2000ml at 83ml/hr to complete over 24hrs. A nurse reported that 1800ml were delivered in approximately 11 hrs. Nurse reports no adverse pt reaction. No further info was immediately available. The co has additional info relative to this event. When any significant info becomes available, it will be submitted to the agency.